Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture and sensing anomaly was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the reported field events of sensing and capture anomalies could not be determined.

Event description:
It was reported that capture, sensing anomalies, and high pacing impedance were observed. The device was explanted and replaced.